Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va0kpke, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had been in severe pain for 4-5 days prior to the report. The patient was in the emergency room and it was indicated the patient had been hospitalized for the pain. It was noted that the patient had a urinary tract infection and the device was the cause of the pain/distress. The patient was advised by the representative to turn stimulation off two days prior to the report. Stimulation was turned back on the day of the report. The patient was in pain whether or not stimulation was on. No outcome was provided with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reports the patient had ins (stimulator) implanted (B)(6) 2014. She worked with the representative for 2 weeks adjusting the programming. The patient states 3 weeks ago a nurse at the hcp(healthcare provider) office told caller to "cut if off" (turn off the ins). She has an appointment this week to see the hcp but caller was questioning why she should go back to the hcp's office if the ins was off. The patient went to the ER (emergency room) on (B)(6) 2014 for a uti (urinary tract infection). Her symptoms were the same as before the implant; however, the trial was successful. She had pain at ins site. She had pain in the bottom of her stomach that makes her "scream" when urinating. The patient clarified the pain in her stomach was still happening even with the ins off. She had been on antibiotics for 5 years for uti and thought the ins would take care of the utis. The nurse at the hcp office informed caller the ins would not treat the uti. The patient had not seen an hcp since her ER visit but still has an active uti and was still on antibiotics.